Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication at unknown concentration/doses via an implantable pump for unknown indication for use. The hcp reported that the patient was refilled last friday and last night the pump started alarming. The hcp states the status showed empty reservoir. At this time the medtronic representative (rep) called and the hcp stated she would be talking to the company rep.